Event description:
The customer reported that the 9800 system had a high milliamps error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage supply regulator board was replaced and the generator and filament were calibrated during the service call. The system was tested and found to be working as intended and put back into service.